Manufacturer narrative:
Concomitant products: product ID 977d260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type screening device; product ID neu_stylet_acc, serial # unknown, product type accessory; product ID 977d260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type screening device. Upon return of the lead serial number (B)(4) analysis found no anomaly.

Event description:
It was reported that there were impedance readings greater than 40,000 ohms on almost all, 6 of 8 contacts of the lead during a trial implant the morning of the report. There was a lead problem during the trial implant. After getting the impedance issues on the first lead the surgeon pulled and replaced with it with a new lead that functioned normally. Upon product return it was noted that there was no stimulation. The device was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.